Event description:
The provider provides the following information: the patient has no medical or dental history noted prior to the delivery of the device. The device was first used by the patient on (B)(6) 2020 had the reaction occurred "a couple of months after delivery." The patient discontinued the use of the device a couple of months after the reaction. Once discontinued, the reaction lasted a few days. There was no medical treatment required. With regards to the device: the device was rinsed, but the provider does not state how or what was used on the device. The patient cared for the device by "keeping it water on the counter when not in use and she brought it in to go through ultrasonic cleaning."

Manufacturer narrative:
New information provided by the provider. Section a. A2: this information updated to reflect new information. A6: this information updated to reflect new information. Section b. B5: this information updated to reflect new information.

Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro4.0-11426 (erkoloc-pro) was manufactured from 04/15/2020 and was assigned with 3 years expiration. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: device was not returned for investigation. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. Age or date of birth: the patients date of birth was not provided when asked. Weight: the patients weight is not provided when asked. Ethnicity/race: this information was not provided when asked. Date of event: this information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date-explant date: is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient may have had a reaction to the nightguard device. Based on the note, "the provider does not know exactly what the reaction is because the patient did not come in with it."